Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter break is confirmed, use related. The product returned is one 10 cm section of 4 fr catheter consistent with a groshong nxt catheter. Use residue is present and the depth markings are heavily worn. A hole is visible 5.1 cm from the end exhibiting more marking wear. One end of the catheter section appears to be cut with a sharpened instrument. The other end also appears to be cut with a sharpened instrument. The interior surface of the break is very jagged on one side and a fine rough surface on the other. Tensile weakness is present throughout the section with worn markings. As the catheter displays multiple signs of use and the damage is consistent with sharp instrument damage, the complaint is confirmed as use related.

Event description:
It was reported by the facility that a catheter break was found in the extracorporeal section of the catheter during routine line management. The catheter was cut short and is still in use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that a catheter break was found in the extracorporeal section of the catheter during routine line management. The catheter was cut short and is still in use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter break is confirmed, use related. The product returned is one 10 cm section of 4 fr catheter consistent with a groshong nxt catheter. Use residue is present and the depth markings are heavily worn. A hole is visible 5.1 cm from the end exhibiting more marking wear. One end of the catheter section appears to be cut with a sharpened instrument. The other end also appears to be cut with a sharpened instrument. The interior surface of the break is very jagged on one side and a fine rough surface on the other. Tensile weakness is present throughout the section with worn markings. As the catheter displays multiple signs of use and the damage is consistent with sharp instrument damage, the complaint is confirmed as use related.

Event description:
It was reported by the facility that a catheter break was found in the extracorporeal section of the catheter during routine line management. The catheter was cut short and is still in use.